Event description:
Subsequent to the supplemental MDR, additional information became available. It was reported that an adverse occurred. The wearable was inserted into the arm. On (B)(6) /2024, it was reported that the patient was diagnosed with dka and was treated with insulin drip and fluids. Blood glucose was 300 mg/dl. Unable to verify the readings and the symptoms. The patient was discharged on (B)(6) 2024. At the time of the report the patient was fine. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional h2 correction/additional information h6 investigation findings - correction h6 investigation conclusion - correction

Event description:
It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the arm. On (B)(6) 2024, it was reported that the patient was diagnosed with dka and was treated with insulin drip and fluids. Blood glucose was 300 mg/dl. Unable to verify the readings and the symptoms. The patient was discharged on (B)(6) 2024. At the time of the report the patient was fine. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
D5 operator of device code - correction. E2 is health professional? - correction. G2 report source - correction. H2 correction.